Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implantable cardioverter defibrillator upgrade procedure. During the procedure, fluoroscopy revealed that the right ventricular lead had externalized conductors. The lead did not exhibit any electrical anomalies. The lead was capped and replaced, and the patient was in stable condition.